Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the ipg was moved further lateral. The patient was doing well postoperatively. No device malfunction suspected.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the patient had lost weight and felt like the ipg was rubbing against the bone. It was unknown if the patient's weight loss was causing the discomfort, but it was suspected. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the patient had lost weight and felt like the ipg was rubbing against the bone. It was unknown if the patient's weight loss was causing the discomfort, but it was suspected. The patient will undergo a pocket revision procedure.